Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the capnometer is not functioning as expected. No mechanical abnormalities or visible defects, such as kinked hoses or physical damage, were found. When co2 is supplied, the capnography module reacts slowly. After co2 supply is shut off it takes a long time for the value to return to "0". No other issues were observed with the tempus pro. There was no report of patient use or actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the capnometer is not functioning as expected. No mechanical abnormalities or visible defects, such as kinked hoses or physical damage, were found. When co2 is supplied, the capnography module reacts slowly. After co2 supply is shut off it takes a long time for the value to return to "0". No other issues were observed with the tempus pro. There was no report of patient use or actual harm reported with this complaint.